Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
A customer reported that the patient connector of a transfer set could not be connected to the titanium adapter tightly when the doctor was changing the transfer set. There was patient involvement but no patient injury or medical intervention.